Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor watertightness of cable unit, water tightness is lost. There is damage on cable unit. A definitive root cause could not be identified. However, there was confirmed that the coupler unit was unsecured and could not connect to the scope. The most probable cause was an expected or random component failure, not related to design or manufacturing issues. Furthermore, the investigation suggests that there was a cable damage that was likely caused by poor watertightness, which was a result of the device being used improperly. The event can be prevented by following the instructions for use which state: never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not hold the lens. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not hold the lens. There were no reports of patient harm.